Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory limb of the breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was found to be an open circuit. This indicates that there is a break in the circuit between the heater wire and one of the pins that crimps to the heater wire. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Improvements were made recently to crimping machines on the production line. However, as no lot info was provided with this complaint, we are not able to ascertain whether this breathing circuit was manufactured before or after the date of improvements. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0029%.

Event description:
A hospital reported to us that during the setting up of the rt105 adult breathing circuit to a ventilator, the heater wire alarm of the mr850 humidifier activated. It seemed that the heater wire of the breathing circuit was open circuit. The hospital staff replaced the breathing circuit with a new one. No pt consequences was reported.